Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-apr-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was jammed and unable to close. A field service engineer noted that channel damage had been identified during a previous service appointment. A new channel was ordered and installed for module four. After installation, the drawer was verified to open and close properly. Additional testing confirmed that the drawer continued to function correctly, and the instruction was cleared. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer was jammed and would not fully close. The drawer remained half open, and one side of the rail appeared to be looser than the other. The customer tried to recover the drawer. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.